Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 21-nov-2022. H6: investigation summary three mz1000 samples from lot 22055460 were received for investigation; one sample was received in opened packaging, and two were received without packaging. A connecting phaseal IV set and an empty unknown 50ml semi-rigid fluid container were also returned by the customer to assist the investigation. The feedback provided by the customer indicates leakage was detected from the connection of the male luer of the phaseal infusion set to the maxzero. As part of the investigation the customer provided photographs of the complaint samples; analysis of the photographs in addition to a visual inspection of the returned samples did not identify any damage or manufacturing defects which could have caused or contributed to the customer's experience. The returned samples were then subjected to pressure testing; leakage was detected from the connection of the female luer adaptor (fla) of the maxzero and the male luer of the returned infusion set. The samples were then sent to bd technologies and innovation (bdti) centre for a computer tomography (CT) scan of the maxzero components and male luer of the infusion set. During the scan, a leakage path was identified at the interface of the male luer tip to the fla of the maxzero; the returned samples were then analysed dimensionally in accordance with iso 80369-7:2021 small-bore connectors for liquids and gases in healthcare applications ¿ part 7: connectors for intravascular or hypodermic applications; during the analysis the dimensions of the maxzero were identified to be within specification of the standard, however the returned male luer tip of the infusion set was identified to be below the tolerances of the standard. A review of the production records for lot 22055460 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. This is a rare occurrence which is caused by non bd male luer incompatibility, the connecting male luer appears to be out of iso specification; no sa is required as no manufacturing defects were identified to the maxzero. H3 other text : see h10.

Event description:
It was reported while using bd maxzero¿ needle-free valve leakage occurred three times. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: the customer reported as follows: proemend was administered using phaseal IV set; during administration by connecting mz1000 and huber needle to the port placed under the right side of the chest, leakage was observed. Mz1000 was replaced several times but leakage occurred in all the three cases.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd maxzero¿ needle-free valve leakage occurred three times. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: the customer reported as follows: proemend was administered using phaseal IV set; during administration by connecting mz1000 and huber needle to the port placed under the right side of the chest, leakage was observed. Mz1000 was replaced several times but leakage occurred in all the three cases.